Event description:
After nearly 9 months of cochlear implantation, integrity test results revealed that all circuits of this patient's electrode array are open. Xrays and a CT scan show that the device is located properly inside the cochlear. Clinicians have decided to explant the device and reimplant with a different model in the near future.